Event description:
The customer reported that the system continued to fluoro after the button was released during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.